Manufacturer narrative:
Correction: previously submitted initial MDR was missing with UDI number ((B)(4)).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during battery longevity calculation with pacing functions turned off, an error message was displayed. Rebooting the programmer was attempted but the error message was still reproducible. The calculation was successful when the pacing mode was turned back on. The patient was asymptomatic throughout the process.